Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, patient had tep [tunica expansion procedure]/ipp [inflatable penile prosthesis] surgery in (B)(6) 2025. Complex reconstruction was performed. Approximately 2 weeks ago, patient felt like his right distal tip was misplaced. CT imaging showed implant had folded back on itself due to enlarged corpora following grafting from tep procedure. During revision surgery, the distal tip was repositioned and suture used to fixate within the glans. These sutures will dissolve within next 8 weeks. No product fault. No additional implanted material used (new keith needle was utilized from assembly kit).